Event description:
Patient reported that approximately two months after injection "around the lips and lower cheek area" with "juvederm," they experienced a "lump under the lip on the left side." Patient was treated with injection of "enzymes."

Manufacturer narrative:
Unique identifier (UDI) #: not applicable. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. The event of lump is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.